Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 25-jul-2016, a technical support specialist (tss) addressed the reported event where the customer informed that they had ft3 failure. Customer gets high qc on ft3 often. Recalibration has resolved issue. Customer informs that there has never been a cleaning with bleach. Tss suggests a bleach cleaning. Customer stated they had issues with ft3 since they started last september. No further action required. The probable cause of the event was lack of routine maintenance.

Event description:
On (B)(6) -2016, a customer reported failed proficiency testing ft3 api with their aia-2000st analyzer. Customer reports that br 40320, failed one and three on the high end. Customer reran and the one that was 12.4 repeated as 11.6 on different lot of tc/cal quality control (qc) high with peer l1 mean 2.96 +-0.44 and 22.56 +- 2.48 target 1.98-3.67 and 16.49-30.63 customer results- means = 3.26 and 24.25 mac so 533729 mac controls close to mean 2.51 3.46 16.05 the customer is unable to run ft3 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting ft3 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.